Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be "attached/installed" to the connector part of the implantable cardioverter defibrillator (ICD). The device was not used and another device was implanted. No patient complications have been reported as a result of this event.